Event description:
During insertion of the epidural catheter through the needle, the catheter did not thread past 12 cm. Attempts to withdraw the catheter back were futile as the catheter remained stuck at approximately 10 cm. During one such attempt, the catheter snapped and the entire catheter with the wire came out except for the blue tip at the end. Epidural was resited with a different set and patient had a good outcome for labor and delivery. The possibility of a catheter fragment left behind was immediately disclosed to the patient.